Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the tsb45 was introduced into a olympus made 12.5 trocar. After the use of the first reload, the tsb45 cut, but the staples were malformed and not closed. A second reload was tried and the same thing occurred. The surgeon made another dissection and used a device from ussc without problems. The nurse had no further information concerning the reloads used or the lot numbers. There was no consequence to the patient.